Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 65 cm. 5 fr. Marker band (mb) pigtail diagnostic catheter broke into two (2) pieces in the aorta. The product was removed entirely from the vessel. There was no reported patient injury. The product will be returned for inspection.

Manufacturer narrative:
During an unknown procedure a 5 fr. Marker band (mb) pigtail diagnostic catheter separated into two (2) pieces in the aorta. The product was removed entirely from the vessel using a lasso probe on the right side. There was no reported patient injury. The procedure was reported to have been successfully completed although the details of how were not provided. There was no difficulty reported advancing the catheter to the desired position nor was there any reported withdrawal difficulty. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No target lesion/target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.   The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17517063 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   With the information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received. The event was changed to a serious injury based on the additional information received. Additional information received indicated that the broken catheter was removed completely by using a lasso probe on the right side. There was no reported withdrawal difficulty. The procedure performed was reported to be unknown. The access site for the procedure was unknown. The procedure was reported to have been successfully completed although the details of how were not provided. There was no difficulty reported advancing the catheter to the desired position. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No any target lesion/target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product is still being returned for inspection. No additional information is available.  The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.